Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The reported stated that the following tests were ran on the coaguchek xs meter (serial number (B)(4)) within 10-15 minutes on the same patient. Using three different fingers and fingersticks the results of 4.6 inr, 3.5 inr and 3.6 inr were obtained. No treatment or medication adjustment was done based on any of the values. The patient's therapeutic range is 2.5 inr to 3.5 inr. The reporter stated that they think the patient is anemic but they are not sure. The patient is not on any direct thrombin inhibitors. It was also stated that the patient had "no presence of anti-phospholipid antibody syndrome such as lupus". It was reported that the patient is fine. There was no adverse event. The suspect product was requested to be returned; however, they already discarded the strip container because it was empty and they have no strips to return.